Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent profile problem and balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. A 6fr 98cm non-bsc guide catheter was used from the left brachial and a 300cm non-bsc floppy wire was passed through the lesion. Following a pre-dilation of 6mmx40mm non-bsc balloon catheter, a 7.0x30x135cm express ld stent was advanced for treatment. However, during slow inflation at 1 and 2 atmospheres, the stent 'dog-boned' in shape and expanded entirely after a while. Subsequently, a balloon rupture from the tip was noted. To fully expand the stent, the pressure of the indeflator was increased and post-dilated with a 7x20mm non-bsc balloon, completing the procedure. No patient complications were reported.

Event description:
It was reported that stent profile problem and balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. A 6fr 98cm non-bsc guide catheter was used from the left brachial and a 300cm non-bsc floppy wire was passed through the lesion. Following a pre-dilation of 6mmx40mm non-bsc balloon catheter, a 7.0x30x135cm express ld stent was advanced for treatment. However, during slow inflation at 1 and 2 atmospheres, the stent 'dog-boned' in shape and expanded entirely after a while. Subsequently, a balloon rupture from the tip was noted. To fully expand the stent, the pressure of the indeflator was increased and post-dilated with a 7x20mm non-bsc balloon, completing the procedure. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was received with the stent deployed from the delivery system. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal tip. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident.